Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was intermittently unreadable. Reportedly, the screen was black which blocked graphics and text. Additionally, the wake button was delayed in responding to touch. There was no adverse impact to the customer¿s blood glucose due to the reported issues. Reportedly the customer continued to use the pump for insulin therapy.